Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site. The issue with failing puc tests was due to contamination in the air gs module. Moreover, it was confirmed that the source of water was from the hospital's external compressor. Information about the current status of the ventilator has not been provided. The reported issue has been confirmed during evaluation of the received problem description. Ventilator's log files and service report were not provided. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).